Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus provided recommendations to the customer after observing scope handling, pre-cleaning from technicians and manual cleaning in scope cleaning room. Recommendations: look into use of distal tip protectors. With transferring of scopes in hand from scope cabinet to and from room could prevent likely hood of impact damage during transport. Possibly look into ways to add a time stamp when scopes are bedside cleaned, to ensure the proper requirements for delayed reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had blocked working channels. The event was found during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s complaint was confirmed due to foreign material in the nozzle. Additional findings are as follows: plastic distal end cover insulation was low; distal end plastic cover had a crack; bending section cover glue had a crack; the light guide lens had a crack; the insertion tube had a minor surface scratch; the insertion tube insulation was low; and the control knob movement had play on both sides. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.